Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due a high out of range shock impedance measurement when it comes to this implantable cardioverter defibrillator (ICD). Upon checking the patient the next day the shock impedance measurements appeared normal, but upon palpitating the device site the shock impedance measurements appeared to be out of range once again. A mixture of normal and out of range shock impedance measurements were noted while attempting to check the patient. The patient complained of the device being sore to the touch, but no redness or swelling was seen. The system remains implanted. No adverse patient effects were reported. Additional information noted that the patient was seen at the hospital and upon checking the shock impedance measurements in different vectors it was noted that the triad configuration was the same and out of range shock impedance measurements were seen. The rv coil to can configuration showed values within normal range as well as the rv coil to ra coil. An x-ray was performed and showed that the lead had twiddled and the rv coil was in the svc. The device will be deactivated and a procedure to implant a new lead will be booked. The patient will remain hospitalized until the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the rv lead was surgically abandoned as the lead appeared tangled. A new lead was attached to the original device. No additional adverse patient effects were reported.